Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Patient will be revised due to pain. Claim received but no litigation papers at this time. **update** (B)(6) 2011 - litigation papers received. There is no new information that would change the outcome of the investigation. The MDR decision has been reversed. ***update: (B)(6) 2011 - the sales rep has reported the revision. Patient was revised due to subluxation and alval.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.